Manufacturer narrative:
Summary of eval: the result of the eval performed suggests the event was attributed to less than optimum weld strength. The device is no longer offered and has been replaced by a later design.

Event description:
Adjusting wheel of the impactor assembly broke during use. There was no adverse consequence for the pt or delay in surgery or anesthesia time.